Manufacturer narrative:
Return request has been sent to the representative. Analysis will be performed if the product is returned and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as it exhibited high capture thresholds which varied depending on the amount of slack. The lead was removed from the patient and body damage was noticed. Another lead was used to complete the procedure. No adverse patient effects were reported.